Event description:
Same case as MFR# 2134265-2011-03844, 2134265-2011-03845, 2134265-2011-03846 and 2134265-2011-03849 it was reported that post a stenting treatment procedure the patient expired. Five taxus express2 stents were implanted; it was noted that three of the stents were implanted in 2004, and it is unknown when the other two stents were implanted. In (B)(6) 2011, the patient presented to the emergency room with chest pain and the patient later expired. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).